Event description:
The pt received a scs system on (B)(6) 2007. It was reported on (B)(6) 2011 that the pt was reprogrammed recently and during programming she developed a bruise like irritation at her pocket site due to the pressing of the programming wand. Pt also stated she is feeling a burning sensation at the ipg site whether stimulation is on or off. Pt was advise to notify her doctor of the reported issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.